Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP while using the device is heating and had a real bad odor caused him to have heart burn, difficulty breathing, and patient also said it seems like device have electrical problem. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External examination observed minor wear and tear such as slight scuffing and smearing on the ui bezel. Indeterminate contamination was observed in between the ui bezel and the top/rear panel. Using the returned power supply and cord, pil powered on the device. Device booted successfully and therapy was initiated providing airflow. Pil retrieved the device log showing 0 errors, 301.4 blower hours and 301.3 therapy hours were logged. Pil then initiated therapy verifying airflow and the heater plate heated, however the heated tubing did not heat. Care orchestrator data was unavailable. Internal investigation observed thermal damage to the q6. Sticky amber colored contaminant appearing consistent with excessive flux in the vicinity of the damaged component and on other locations on the pca suggests the pca was re-worked. No evidence of water ingress was observed on the pca. A small amount of dust/dirt contamination was observed on and in the blower.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP while using the device is heating and had a real bad odor caused him to have heart burn, difficulty breathing, and patient also said it seems like device have electrical problem. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer